Event description:
Additional information received indicated that the atrial and right ventricular lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07527. It was reported that the patient presented to the clinic with diaphragmatic stimulation due to their implanted system. A chest x-ray confirmed the atrial and right ventricular (rv) leads were both dislodged and the atrial lead was causing the extra stimulation. No changes were reported.